Event description:
It was reported that during an angioplasty treatment procedure, a balloon detachment occurred. The physician had treated a lesion located in the moderately tortuous, non-calcified right subclavian vein with an ultra-thin diamond balloon catheter. There were no difficulties inflating or deflating the balloon. The balloon was fully deflated prior to withdrawal. During withdrawal of the device, the balloon becomes snagged within the introducer sheath. The balloon detached inside the sheath as a result. The introducer sheath was removed with the balloon inside. The procedure was completed successfully with this device. There were no reported pt complications. The pt had no issues post-procedure.

Manufacturer narrative:
(B)(4).